Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the outer sheath had been fully retracted and the stent had been deployed. No issues were noted with the profile of the stent and no issues were noted with movement of the outer sheath along the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that deployment issue occurred. A wallstent-uni endoprosthesis 8 x 80mmx 100cm stent was selected and advanced to treat the lesion. It was noted that the stent refused to open totally. The physician deployed the stent and the stent was partially deployed in the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that deployment issue occurred. A wallstent-uni endoprosthesis 8 x 80mmx 100cm stent was selected and advanced to treat the lesion. It was noted that the stent refused to open totally. The physician deployed the stent and the stent was partially deployed in the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.